Manufacturer narrative:
It was reported that the emergency cell was activated and after restart of the device the monitor remained black. A DHR and a complaint history review was performed and did not identify any contributory factors to the event. Analysis of data logs determined that the emergency cell light was activated because the controller did not initiate however the root cause cannot be determined. The restart workflow was tested on manufacturing site and was able to reproduce the event. The root cause identified is an incorrect practice regarding the restart of the device.

Event description:
Around 2:55pm est, the field service engineer (fse) selected a test plan on the robot, and loaded it. The fse noticed that the red emergency light was red when the plan was loaded, which is a sign that the controller will not connect and cause a communication error. The fse exited out of the plan, and restarted the robot. The robot was unplugged and the fse waited a minute before restarting. Once the robotwas restarted, the fse noticed the robot turn on like it normally does, but after waiting a few minutes for the screen to show the main menu, the screen remained black and the robot needed to be restarted again. The fse tried turning the monitor on/off before restarting, but nothing changed. After waiting a minute to turn on the robot again, the robot was restarted again and no other issues were experienced from there. Since this was a dry (practice) run, there was no patient, and therefore no delay to surgery.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
Around 2:55pm est, the field service engineer (fse) selected a test plan on the robot, and loaded it. The fse noticed that the red emergency light was red when the plan was loaded, which is a sign that the controller will not connect and cause a communication error. The fse exited out of the plan, and restarted the robot. The robot was unplugged and the fse waited a minute before restarting. Once the robot was restarted, the fse noticed the robot turn on like it normally does, but after waiting a few minutes for the screen to show the main menu, the screen remained black and the robot needed to be restarted again. The fse tried turning the monitor on/off before restarting, but nothing changed. After waiting a minute to turn on the robot again, the robot was restarted again and no other issues were experienced from there. Since this was a dry (practice) run, there was no patient, and therefore no delay to surgery.